Manufacturer narrative:
Intuitive surgical, inc. Has not received the black sureform stapler reload associated with this complaint. However, the sureform stapler instrument was received and the failure analysis investigation has been completed. Failure analysis replicated/confirmed the customer's reported complaint. Upon visual inspection, the jaws of the stapler instrument could not close. The I-beam was found to be broken on the anvil side of the jaws and there were pieces missing. As a result, the instrument could not properly clamp test materials during in-house testing, while installed on an in-house system. Review of the logs found no failures related to the reported instrument. The root cause for this failure is typically attributed to a component failure. A review of the instrument log for part number: 480545-04 batch/lot number: t10220610-0277 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) with 6 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the staple line was incomplete as a result of tissue being pushed out during a stapling event. Missing staples may contribute to an incomplete staple line.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure that the curved-tip 45 sureform stapler would not clamp/compress after the second black reload was used. During use of the second black reload, the stapler compressed fine and fired, but at the very end of the fire the tissue was pushed out and did not seal the staple line. The procedure was completed with a backup stapler. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.